Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) medical university block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a ligation of internal hemorrhoids procedure performed on (B)(6) 2024. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device; however, it was reported that upon testing the device prior to the procedure, it was noticed that the device was difficult to operate by single hand, and it was also a little difficult to operate by two hands together. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) university. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and it was found that the ligator housing was not returned. Only the handle was returned, and it had marks of trip wire was secured and the suture was intact. No problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis of the returned component, the handle had marks of trip wire was secured and the suture was intact. Based on the product analysis, it did not identify any evidence of either the alleged problem(s) or any defect on the device; therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a ligation of internal hemorrhoids procedure performed on (B)(6) 2024. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device; however, it was reported that upon testing the device prior to the procedure, it was noticed that the device was difficult to operate by single hand, and it was also a little difficult to operate by two hands together. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.